Manufacturer narrative:
E1 establishment name: the second affiliated hospital of zhejiang university school of medicine. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending cover was leaking. Also, evaluation found the bending angle lever was stuck and there was no angulation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the uretero-reno videoscope was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the bending mesh of the bending tube protruded outward. The report is being submitted due to the protruded mesh found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the damaged bending section occurred due to an application of physical stress during user handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU: urf-v2/v2r operation manual chapter 3 preparation and inspection. IFU: urf-v2/v2r operation manual - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.